Event description:
A (B)(6) year old female reported experiencing swelling of the mouth, throat and tongue with hives, itching, wheezing, coughing, and difficult breathing while using the doctor's nightguard advanced comfort. The consumer started using the doctor's nightguard for protection against bruxism on (B)(6) 2014. That night the patient developed redness, swelling and hives of the mouth, tongue and throat, throat itching, wheezing, coughing, and difficulty breathing. The patient reported using an epi-pen, taking benadryl and going in to the emergency room for treatment. She said they treated her with IV fluid, steroid, breathing treatment and medrol (methylprednisolone). The patient's symptoms resolved the same night. The consumer is currently taking a list of medications which she refused to provide. She said her medical history consists of asthma, bipolar disorder, and severe allergies to latex and corn.